Event description:
It was reported that the patient had the intraocular lens explanted in a secondary procedure from her right eye due to unexpected post operative refraction. It was stated that the patient was doing very well post operatively with her replacement lens. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. The lens was received cut into two pieces (approximately in half). Loose particles were observed on the lens optic body. The sample was observed with the characteristic of a model zmb00, as a circular zone across the optic was detected. These rings were observed in the complaint unit. This indicates that the lens is a zmb00 model. Multiple stains that appeared to be hardened viscoelastic was observed on the optic zone and haptics. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The lens diopter results when this specific lens serial number was measured during the manufacturing process verified that it was in specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.